Manufacturer narrative:
The initial MDR was submitted with the serial number as unknown. Through investigation, the serial number was found to be (B)(4).

Event description:
It was reported that the table won't charge and the leg section is dropping. There was no patient involvement and no adverse consequence reported.

Manufacturer narrative:
It was reported that the table won't charge and the leg section is dropping. Stryker provided the customer a quote on 07-jul-2016 and the customer has not responded; therefore, no investigation can be completed on this complaint. If and when the customer allows stryker onsite and further information is gathered, a supplemental can be filed. There was no patient involvement and no adverse consequence reported.

Event description:
It was reported that the table won't charge and the leg section is dropping. There was no patient involvement and no adverse consequence reported.